Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Low bg cause was not known. Customer had assistance from family members. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.